Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a catgut embedding treatment of hemifacial spasm, they noticed that the needle was broken and suture was broken into particles and it could not be used. They used another suture to complete the case.